Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular capture trend shows high average threshold throughout entire record between 2 and 2.5 volts. Concomitant product: t510c33 tissue valve implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.